Manufacturer narrative:
Evaluation of the returned 5f select confirmed a fracture on the distal shaft. The complaint stated that resistance was experienced during the procedure. If the 5f select is advanced against resistance, damage such as a kink and subsequent fracture may occur. Based on the reported event, the patient''s tortuous anatomy may have contributed to some resistance experienced during the procedure. Further evaluation of the device revealed an additional kink distal to the fractured location. Based on the reported event, this damage was likely incidental to the complaint and likely occurred during snaring the device to remove from the patient. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a neuron select catheter 5f (5f select), a non-penumbra sheath, and a guidewire. It was noted that the patient's anatomy was tortuous. During the procedure, the physician inserted the sheath into the iliac artery, then advanced the 5f select into the sheath. While advancing the 5f select through the distal end of the sheath, the physician experienced resistance and the distal end of the 5f select kinked due to tortuosity in the pelvis axis. After advancing the 5f select approximately four centimeters out of the distal end of the sheath in the iliac artery, the physician attempted to advance the guidewire through the 5f select; however, the guidewire would not advance out the distal end of the 5f select. It was then noticed that the guidewire had perforated the distal end of the 5f select and subsequently, the distal end of the 5f fractured at the kink location. Next, the physician made access through the opposite side of the groin and performed a successful intracranial thrombectomy of the right mca. Afterwards, the physician removed the fractured distal end of the 5f select using a snare device. The procedure ended at this point. There was no report of an adverse effect to the patient.